Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins). The patient reported that her battery felt like it was moving around slightly in the pocket. It is unknown what may have led or contributed to the issue. The nurse recommended stickers to help keep charger over battery. The patient's health care professional (hcp) looked at the patients battery site and he believed it did not need to be revised at this point. The issue was resolved at the time of this report. No surgical intervention or plan occurred. No patient symptoms or complications were reported in this event.